Manufacturer narrative:
The investigation is inconclusive as no sample was returned for eval. Review of the device history record for the involved lot number did not find any discrepancy that could have contributed to the adverse event of drain breakage. The instructions for use provide the following: add'l perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. (B)(4).

Event description:
(B)(4). The patient had a surgical procedure which involved placement of a drain in their neck. It was reported that upon removal of the drain, it broke and approx 2 inches was left in the patient's neck. The drain had been sutured in place with light silk to maintain position from one side of the neck to the other. It was further reported that a second procedure was performed to remove the drain which involved a re-incision in the chin to extract the drain pieces.